Event description:
Information was received indicating that six days following placement of a smiths medical portex bivona flextend tts tracheostomy tube, an air leak was noted. The patient had an increase in work of breathing and began deteriorating. The md was called to the bedside and a trach tube change out was performed. The patient was reported to improve following the trach tube change out. It was reported that before placement of the removed trach, it inflated fully after manipulation due to inflating to one side. The physician checked the removed trach tube and observed that once again it was only inflating to one side. There were no further reported adverse effects.

Manufacturer narrative:
Other text: one bivona tracheostomy tube was returned for analysis in used condition. No discrepancies were found upon visual inspection. Air cuff symmetry testing was performed by inflating the cuff with air, the cuff inflated uniformly. The cuff was then inflated and deflated 4 times; no discrepancies observed. The cuff percentage of symmetry was measured at 45%; the sample was within specification. The assembly process and manufacturing were processes were both reviewed; no discrepancies noted. To verify that the manufacturing process of the airway balloon was being performed right, 32 samples were taken with discrepancies observed. Based on the evidence, no fault was found as the complaint was not confirmed.